Event description:
Customer reported the generation of erroneously low ise (ion selective electrode) patient results with g flags for sodium (na), potassium (k) and chloride (cl) involving the au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics, and the number of affected patient samples is unknown. There was no report of change to treatment, injury, or death associated to this event. Note: per the au5800 chemistry analyzer instruction for use (IFU) pn a98352ac, chapter 7, flags g flag: result is lower than the dynamic range

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the au5800 clinical chemistry analyzer over the phone. The customer replaced all the ise (ion selective electrode) tubing to resolve the issue. No further issue was noted after part replacement. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).